Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set leakage event on (B)(6) 2024. No further information was available.